Manufacturer narrative:
Section a1, a2, a4: additional information; section d4: lot number and expiration date: additional information; section d4: model number: correction; manufacturer's investigation conclusion: the report of a blood leak could not be confirmed as no photos or videos showing the blood leak were submitted and the device is not available for investigation. It was reported that within five minutes of initiation of cardiopulmonary support, a small blood leak was noted from a small gas exhaust hole at the bottom of the oxygenator. The leak was reported to the abbott representative. Additional information provided by the account indicated that the patient¿s anticoagulation status and arterial saturation were adequate. The oxygenator was reportedly disposed and is not available for investigation. Therefore, a specific cause for the reported blood leak could not be conclusively determined through this evaluation. The production documentation for amg pmp oxygenator, lot number 5969906, was reviewed by the external manufacturer and showed that all tests from the production process were compliant with the technical specifications. The eurosets amg pmp instructions for use (IFU) is currently available. The IFU lists the following warnings: during the extracorporeal circulation (ecc) a backup oxygenator is necessary. Before using the product it is advisable to carefully inspect it. Shipping and handling could cause structural and functional damage to the device. Always, the extra corporeal circulation has to be carefully and continuously checked. The connecting tubes have to be connected properly to avoid any potential tube¿s clamping that can lead to blood and/or water and/or gas flow reduction. The section titled "circuit connections" outlines all circuit tubing line connections that must be secured by the user and warns that all connections downstream of the pump must be secured by means of ties. Under the section titled "oxygenator replacement", the IFU states that a spare oxygenator must always be available during perfusion. After 6 hours of use with blood or if particular situations occur, which may lead the person responsible for perfusion to determine that the safety of the patient may be compromised, (insufficient oxygenator performance, leaks, abnormal blood parameters etc.), follow the procedure outlined in the IFU for oxygenator replacement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that after going on cardiopulmonary support, a small blood leak was noted from a small gas exhaust hole at the bottom of the amg pmp oxygenator.